Event description:
It was reported that the patient experienced a breach in aseptic technique while performing therapy on their homechoice device. The breach was further described as the patient accidentally touched the end of their supply bag port before connecting. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error that occured during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.